Event description:
Dealer states that the adjustment for the stroller handle has snapped. Failed when patient was using chair. Used since (B)(6), usage indoors and outdoors and is also transported. Quoted replacement parts.